Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Display screen function properly during countdown. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working. Customer's blood glucose level was 7.4 mmol/l. The numbers on the screen were ramping on their own. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.